Event description:
It was reported that the intraocular lens (iol) has scratches on posterior surface of iol in the patient's left eye. No other information was provided. Through follow-up, it was confirmed the lens remains implanted at this time and surgeon is continuing to observed the patient. The patient has not complained of any visual issues. The scratches were observed at the 6 month visit. .no other information was provided.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is approximately at the six month visit. Explant date: if explanted; give date: n/a (not applicable). The lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.